Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted along with cystoscopy and distal posterior colporrhaphy with perineorrhaphy due to sui and rectocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pelvic pain and urinary leakage and mesh was implanted. It was reported that the patient had a concurrent procedure of a anterior and posterior colporrhaphy w/ perineorrhaphy performed during mesh implantation. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, and recurrence.